Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 19oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure.

Event description:
It was reported that the device alarmed and displayed error code 210.6041 for display failure. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6041. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 210.6041. Technical support- 1. Replace display board. 2. Return the module to the factory. Transfer to com to order display board under recall. A review of the device history record showed the device had a manufacture date of 19oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. Technical support- 1. Replace display board. 2. Return the module to the factory. Transfer to com to order display board under recall. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 210.6041 for display failure. There was no patient involvement.